Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance warnings were alerted for low and undefined low impedance on the right ventricular (rv) lead. The patient is not ventricular paced. The lead remains in use. No patient complications have been reported as a result of this event.